Manufacturer narrative:
Additional device components used: tgt3720/8386241 (B)(6) 2011. Tgt3720/8819256 (B)(6) 2011. Tgt3410/8601683 (B)(6) 2011. Tgt3720/9273541 (B)(6) 2011. Results: a review of the manufacturing records for the devices verified the lots met all pre-release specifications. Conclusion: according to the gore® tag® thoracic endoprosthesis instructions for use complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to: infection and death.

Manufacturer narrative:
A review of the sterilization records for the devices verified the lots met all pre-release sterilization specifications.

Event description:
On unknown date, the patient underwent open stent graft placement using a vascular graft and a home-made stent graft to repair an aortic arch aneurysm. On (B)(6) 2009, migration of the stent used in the home-made stent graft was identified. A gore® tag® thoracic endoprosthesis (tg3410/6167100) was implanted to extend the distal neck of the home-made stent graft. The preoperative aneurysm size was 82mm. On (B)(6) 2009, the aneurysm diameter measured 87mm. No endoleak was identified. The patient was discharged from the hospital. On (B)(6) 2009, the aneurysm diameter measured 76mm. On (B)(6) 2010, the aneurysm diameter measured 79.5mm. No endoleak was identified. On (B)(6) 2010, follow-up CT images showed an increase in the aneurysm diameter to 82.3mm. No angiography test was conducted. Thus, the presence of endoleak was not identified. On (B)(6) 2011, the patient's abdominal aneurysm ruptured and open surgical repair of the rupture was conducted. The patient tolerated the procedure. The patient has a reported history of evar (non-gore manufactured stent grafts). On (B)(6) 2011, the patient was diagnosed with the thoracic aneurysm infection. Drainage was perform to treat the infection. It was reported that infection might be transmitted through the fluid administration. On (B)(6) 2011, the patient presented with an aortobronchial fistula and an endoleak from an unknown origin. The patient was implanted with two gore® tag® thoracic endoprostheses (tgt3720/8386241, tgt3720/8819256) to stop the bleeding. On (B)(6) 2011, the bleeding from the aortobronchial fistula was observed again. Two gore® tag® thoracic endoprostheses (tgt3720/9273541 and tgt3410/8601683) were implanted to repair the bleeding. It was reported that the patient developed sepsis. On (B)(6) 2011, the patient expired from multi-organ failure due to sepsis. The physician reportedly stated that the aneurysm infection resulted in the aneurysm enlargement which contributed to the development of the aortobronchial fistula and sepsis.